Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the system pcb assembly. Due to part obsolescence, the device could not be repaired. The device was returned to the customer without performing any repairs.

Event description:
A customer contacted physio-control to report that their device locked up and would not complete its initial boot up cycle during testing. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.